Event description:
It was reported that while using the bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract. The following was translated from japanese to english: this report is about needle retraction failure. The button was pressed but the safety mechanism didn't work and the needle wasn't retracted.

Manufacturer narrative:
Bd received an unsealed 24 gauge insyte autoguard blood control pro unit from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown and could not be identified from the returned unit. Our quality engineer visually inspected the returned unit and observed damage to the barrel that was preventing the needle from retracting completely. The needle was partially retracted and could not retract fully. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred due to a misalignment between the barrel and the manufacturing equipment. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract. The following was translated from japanese to english: this report is about needle retraction failure. The button was pressed but the safety mechanism didn't work and the needle wasn't retracted.